Event description:
Per the clinic, the patient experienced skin flap necrosis. The patient underwent a surgical procedure on (B)(6) 2012, to excise tissue and to clean the implant site. It was also reported that the patient received antibiotics (type not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.